Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button required 2-3 pressed before working. The pump turned on when plugged into a power source and the customer was able to access the pump features. Customer's blood glucose was 175 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.